Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s subsequent hospitalization for fluid volume overload and possible peritonitis. However, there were no reported allegations that the events were related to any issues with fresenius products. Fluid volume overload is not uncommon in patients on dialysis because of the kidney disease process which affects fluid balance in the body. Moreover, non-compliance with dialysis treatments carries significant risk for hospitalization and fluid overload in pd patients. Therefore, the patient¿s fluid volume overload can be reasonably attributed to patient noncompliance from skipping several pd treatments the week prior to event. Moreover, peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism staphylococcus which is an organism that is typically found on human skin and can sometimes be implicated in microbial contamination when collecting/processing cultures. Based on the reported information, it cannot be deciphered if the patient had a true peritonitis infection. The patient had a normal cell count and no reported symptoms consistent with peritonitis infection. It is possible the patient¿s culture yielded growth of the microbe due to a contaminated pd culture or via touch contamination or breach in aseptic technique when handling the pd exchange.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius and reported experiencing breathing issues which required hospitalization. The patient reported getting an infection/peritonitis and having fluid in the lungs after their home was exterminated. The patient did not report any allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported that on 6/may/2021 the patient began having symptoms of shortness of breath. Subsequently, on 7/may/2021, the patient was admitted to the hospital with fluid volume overload. Per the nurse, there were no product issues associated with the fluid overload event. Rather, the nurse stated it was because the patient was non-compliant and had been skipping several pd treatments the week prior. The nurse stated that during the hospitalization, the patient had a pd culture obtained which yielded a normal white blood cell (wbc) count and growth of coagulase negative staphylococcus. It was reported the patient was treated with unknown antibiotics and continued pd therapy. Subsequently, on 13/may/2021, the patient was discharged from the hospital. The nurse stated the peritonitis event was not related to any issues with a fresenius device or product. The nurse indicated that a true peritonitis was not suspected. Per the nurse, due to the patient¿s pd culture having a normal cell count and no symptoms of peritonitis, it is likely the pd culture was contaminated during hospitalization. Per the nurse, the patient was not on antibiotic therapy upon discharge and continues pd therapy on the same cycler without any adverse effects.

Manufacturer narrative:
Correction: b3, d10 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius and reported experiencing breathing issues which required hospitalization. The patient reported getting an infection/peritonitis and having fluid in the lungs after their home was exterminated. The patient did not report any allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2021 the patient began having symptoms of shortness of breath. Subsequently, on (B)(6) 2021, the patient was admitted to the hospital with fluid volume overload. Per the nurse, there were no product issues associated with the fluid overload event. Rather, the nurse stated it was because the patient was non-compliant and had been skipping several pd treatments the week prior. The nurse stated that during the hospitalization, the patient had a pd culture obtained which yielded a normal white blood cell (wbc) count and growth of coagulase negative staphylococcus. It was reported the patient was treated with unknown antibiotics and continued pd therapy. Subsequently, on 13/may/2021, the patient was discharged from the hospital. The nurse stated the peritonitis event was not related to any issues with a fresenius device or product. The nurse indicated that a true peritonitis was not suspected. Per the nurse, due to the patient¿s pd culture having a normal cell count and no symptoms of peritonitis, it is likely the pd culture was contaminated during hospitalization. Per the nurse, the patient was not on antibiotic therapy upon discharge and continues pd therapy on the same cycler without any adverse effects.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius and reported experiencing breathing issues which required hospitalization. The patient reported getting an infection/peritonitis and having fluid in the lungs after their home was exterminated. The patient did not report any allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2021 the patient began having symptoms of shortness of breath. Subsequently, on (B)(6) 2021, the patient was admitted to the hospital with fluid volume overload. Per the nurse, there were no product issues associated with the fluid overload event. Rather, the nurse stated it was because the patient was non-compliant and had been skipping several pd treatments the week prior. The nurse stated that during the hospitalization, the patient had a pd culture obtained which yielded a normal white blood cell (wbc) count and growth of coagulase negative staphylococcus. It was reported the patient was treated with unknown antibiotics and continued pd therapy. Subsequently, on (B)(6) 2021, the patient was discharged from the hospital. The nurse stated the peritonitis event was not related to any issues with a fresenius device or product. The nurse indicated that a true peritonitis was not suspected. Per the nurse, due to the patient¿s pd culture having a normal cell count and no symptoms of peritonitis, it is likely the pd culture was contaminated during hospitalization. Per the nurse, the patient was not on antibiotic therapy upon discharge and continues pd therapy on the same cycler without any adverse effects.